Event description:
A (B)(6) male pt contacted zoll customer support to report that neither battery would power up his monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, it was found that the sd ram (synchronous dynamic random access memory) chips (components u101 and u100) were corrupt and needed replaced. A defective ram would prevent the flash memory from loading, thus not powering up the monitor. The root cause of the defective ram cannot be positively identified. No adverse event resulted from the corrupt ram. The pt received a replacement monitor.